Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9215-1-03 universal quick connect handle batch number: 04512139 was received for investigation. Visual evaluation of the returned device noted that the tip of the ar-9215-1-03 universal quick connect handle body was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 09-nov-2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/08/2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle tip broke off during a case. The case was completed successfully with an available replacement without a case delay. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.